Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. At the end of the procedure, the physician was ablating in the left ventricle scar, a drop in blood pressure was observed. An ultrasound revealed a pericardial effusion. A pericardiocentesis was performed, approximately 400ml was drained and the patient stabilized. The physician does not know what caused the effusion or when it occurred. No perforation was located. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.